Manufacturer narrative:
Additional, changed, and/or corrected data: b5 h3 h6. Laboratory analysis summary: the device related to the reported events capsular contracture and malposition was received on september 03, 2024, lot number 3423823. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. As per the investigation procedure, creases, deformation and crystalline in the gel were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations.

Event description:
A total capsulectomy was performed during replacement surgery.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
E1.: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d.6b, d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported baker grade IV with implant malposition. Device has been explanted and replaced.